Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the cause of the lack of connection and broken lead was because the patient pulled the lead out. They also reported that the pulled leads were removed and patient had another trial in the operating room where they implanted another lead internally. No further complications were noted or anticipated

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 3889, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of non-obstructive urinary retention; trial began (B)(6) 2018. It was reported the trial patient mentioned that he was feeling pressure and pain last night after the procedure, but he mentioned that his catheter was kinked, and the pain stopped once he fixed it. On (B)(6) 2018 the patient¿s spouse reported the device error code read that device was not plugged in; no interventions were taken. On (B)(6) 2018 the patient¿s wife stated the device lead broke on (B)(6) 2018 and the device could not connect after that; they set up an appointment to remove the device and start the evaluation over. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the cause of the lack of connection and broken lead was because the patient pulled the lead out. They also reported that the pulled leads were removed and patient had another trial in the operating room where they implanted another lead internally. No further complications were noted or anticipated